Event description:
Livanova received report that after 16 days of ECMO support of a 49 years old patient, lvad flows were 4 lpm and medical staff decided to remove protekduo for better lvad flows. Upon removal, the cannula was found to have a fracture. There was no report of patient injury.

Manufacturer narrative:
There was no patient involvement. Cardiacassist inc. Manufactures the protek duo veno-venous cannula. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Livanova received a report regarding protekduo 31 fr found to be cracked during the decannulation. Medical team was not able to reach flow rates greater then 4 lmp. Patient was not affected. Through follow-up communication livanova learned that the cannula was used for 16days. The visual inspection confirmed the presence of buckling at the transition region and a breach in the cannula's outer lumen. As per protekduo dfu a warning related to y connector area is reported "avoid kinking the protekduo cannula during handling and preparation. Note: the basket area around the proximal holes is more susceptible to kinking than other areas". Based on the above and considering that cannula was used for 16 days, it cannot be ruled out that the method of cannula securemet caused continuous stress at the transition region leading to high levels of stress which potentially led to a breach in the lumen. No other specific action was currently deemed necessary, livanova will keep monitoring the market.

Manufacturer narrative:
H.10: livanova received medwatch report filed by the user reported an event description which was slightly different from what stated in the initial report and from what originally reported to livanova. In detail, in the medwatch report it was stated the following: ¿flow issues with the rvad. The patient was taken to the or and found a leaking area of the outflow cannula. The rvad was removed.¿. Through follow-up communication livanova could clarify that the protekduo was used as an rvad and not lvad as initially reported. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.